Event description:
It was reported by service report that during preventative maintenance, it was found that the siderail release handle is broken. No pt involvement or adverse consequences are reported.